Event description:
On (B)(6) 2011, pt reported he is unhappy with the design of the infusion set. Pt also experienced bent cannulas when using this infusion set. Infusion headsets were inserted by hand at a 90 degree angle. There were no leaks of insulin in the system. Pt used the headset for 48 hours and noticed the cannula was bent after it was removed. Infusion sets were replaced. Alleged product was discarded and not requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for eval.